Event description:
Reported due to device malfunction requiring surgical intervention. The dr was performing closure of an arteriotomy site with the prostar xl 10 french (f) device following an unk procedure. It is unk if fluoroscopy was performed prior to the closure procedure. Reportedly, while deploying the device "two (2) of the needles went sideways." The dr had to cut down on the groin in order to retrieve the device and to repair the artery. The pt was "doing fine" when pt left the operating room; however, the pt's current condition is unk. It is unk if the pt's hospitalization was prolonged as a result of this event.